Event description:
During a robotically assisted myomectomy the staff was using a robotic instrument called a permanent cautery spatula. Near the end of the case the physician was removing the uterine fibroids and staff noticed a foreign object in the patient. When the object was taken out and explored it looked like it may have broken off the permanent cautery spatula during the procedure.